Event description:
Medics responded to a cardiac arrest, pt was unconscious and unresponsive. Reportedly, when the device operator attached the disposable defibrillation electrodes, the device stated press analyze. The device had no analyze key. The device operator was familiar with a three button device, and pressed the space in between the on key and the shock key. A shock was delivered to the pt. The pt was then transferred to an als device and pt care was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.